Event description:
Device at eol (end of life), per medical team no device replacement to be done due to patients continued drug use. Patient discharged with a life vest. No adverse patient events were reported. Should additional information be received, this file will be updated. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.